Event description:
Additional information received reported that the patient got a staph infection from the surgery and only used stimulation 1 time. The patient had to turn the implantable neurostimulator (ins) off and could not turn it on until the infection was gone.

Event description:
It was reported that the patient had an infection after in may after implant. It was later reported that the infection was related to surgical tape. Patient was prone to infection. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).